Event description:
This ra lead was implanted on (B)(6) 2005, and remains implanted as of this time. A call was placed to technical services on 08/01/2018, stating that there was noise on a lead safety switch, due to out of range impedances. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).